Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete. Placeholder.

Manufacturer narrative:
(B)(4)¿ which indicates the beginning of a noisy signal alarm consistent with the customer¿s report of a programmed shock to the patient from his lifevest. The 50 second saved event printout is labeled ¿stacked¿ for the event time. This confirms more than one alarm occurred simultaneously. Without additional information that the customer did not provide, it is not possible to determine which alarms occurred at the event time. Therefore, root cause could not be determined. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 92681, receiver module model 90478, and central monitor model 91387-38 failed to generate a high heart rate alarm on (B)(6) 2015 at 4:44 p.m. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a telemetry patient monitored with transmitter model 92681, receiver module model 90478, and central monitor model 91387-38 failed to generate a high heart rate alarm on (B)(6) 2015. No one was injured as a result of this event.